Event description:
Additional event information was received on (B)(4) 2015. It was reported that the revision surgery was completed successfully on (B)(4) 2015. There was no surgical time delay and the patient is doing well (no issues). The complained hardware was removed on this date; however, the distal tips of the two complained screws (part number 204.822) remain in the patient¿s bone, therefore, these screws are not considered to have been successfully explanted. Additionally it was confirmed that the other devices implanted in the patient (various unknown screws and a plate) were not explanted. This follow-up report is 1 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an open reduction internal fixation (orif) procedure of the left humerus was completed originally in (B)(6), 2012. There was a non-union of the fracture. A revision with removal of hardware was completed in (B)(6), 2015. Two (2) cortex screws were fractured and removed, but their distal tips remained in the patient¿s bone. Reference user facility medwatch (B)(4). (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): additional product codes for this report include hwc. User facility medwatch# (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. (B)(4): device is expected to be returned for manufacturer review/investigation, but has yet to be received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Product investigation summary: the complaint condition for the two 3.5mm cortex screws (self-tapping) was likely caused by a nonunion, which could have been the result of a noncompliant patient; however, this complaint is not a result of any design related deficiency. The two 3.5mm cortex screws (self-tapping) are implants routinely used in small fragment instrument and implant set. The devices were returned and reported to have broken after more than two years of implantation and a nonunion. This condition is confirmed; the distal tip of each screw has broken off along a homogenous fracture surface. It is likely that the fatigue caused by the nonunion eventually led to this complaint condition. Patient noncompliance, among many other possible reasons, may have led to the nonunion. The associated drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. It is likely that the fatigue caused by the nonunion eventually led to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: for the revision procedure performed on (B)(6) 2015, the plate and all of the screws were removed (it was reported as they were not removed in the previous update from (B)(6) 2015). The proximal humerus was healed and the patient had pulled screws, experienced pain and had a left distal humerus non-union (this was found when the patient saw the surgeon 6 weeks after the surgery for non-union). Two screw tips were left in the patient's bone. There appeared to be no infection or gross purulence and cultures were sent to pathology. The patient was revised with metaphyseal diaphyseal plate distally with non-locking and locking screws. The patient was closed with 0-vicryl, 2-0 vicryl and skin staples, soft sterile dressings were applied and the patient was placed in a sling. The patient was awakened from anesthesia without event and taken to post-anesthesia care unit in a stable condition.